Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool smart touch unidirectional catheter where the catheter was found to have a broken tip with exposed wires. During the procedure, but prior to being used on the patient, the catheter was connected to the carto 3 system. The carto did not recognize the catheter. At this point, it was noted that the tip of the catheter was broken with exposed wires. The catheter was exchanged, and the procedure was completed without any report of patient consequence. The issue with carto 3 system recognition is not reportable. If the device cannot be recognized by the carto 3 system, it will have to be replaced. The potential that this could cause or contribute to an adverse event is remote. However, the issue with the broken catheter tip is reportable. The risk to the patient is critical because of the potential for thrombus formation as a result of exposure to the internal catheter components. Multiple attempts have been made to gain clarification on this event, but no additional information has been made available.

Manufacturer narrative:
On 7/3/2017, biosense webster became aware that the lot number originally reported was incorrect. The correct lot number is 17546860m. As a result, the lot, manufacturing and expiry date fields have been updated. On 7/7/2017, the device was returned to biosense webster for analysis. Manufacturer¿s reference number: (B)(4). It was reported that a patient underwent a procedure with a thermocool smart touch unidirectional catheter where the catheter was found to have a broken tip with exposed wires. The returned device was visually inspected, and was found in good condition. No catheter damage or exposed wires were found. The catheter was evaluated for eeprom, carto 3 system performance and sensor functionality. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with the reported type of damage from leaving the facility. The customer complaint cannot be confirmed.